Event description:
The device was used during a bowel resection procedure. Reportedly, the instrument misfired. The hosp could not provide any add'l info. However, the hosp stated that no pt injury occurred.